Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued. -

Event description:
Additional information received from a healthcare professional (hcp) via a user facility indicated the surgeon removed the pain pump in (B)(6) 2019 because the patient stated it was not working properly. The surgery findings included "frank purulent abscess of pain pump pocket. The possibly malfunctioning pain pump was removed." It was noted the problem the user had was device malfunction (that is, the device did not do what it was supposed to do). It was noted the device was available for evaluation. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported the patient had experienced an infection and their infusion system was explanted. It was unknown if the infection was related to the device. The event date was unknown. The rep reported they were notified of the infection by the neurosurgeon who removed the pump. The rep was told the patient had been hospitalized for "something else," not related to the pump, and they said it looked like the patient had an infection. No symptoms were reported. It was reported the patient's family made a comment that "whenever she had a refill she seemed to be hospitalized." The managing healthcare provider's office was not aware of the allegation. No further complications were reported or anticipated. Additional information was received from the manufacturing representative. The rep provided the name of the neurosurgeon who reported the event to him.